Event description:
(B)(4). During essure placement my bp elevated to 180/120 and I developed a rash across my chest. My bp remained elevated for several hours after the procedure. Starting shortly after the procedure I would randomly break out into the same rash that I developed during the procedure. I have since developed multiple chemical sensitivities. I have a nickel allergy and thimersol allergy. I also now get extremely bloated to the point of looking 5 or 6 months pregnant. I had moderate pain on my left side as well. I had the essure coils removed laparoscopically on (B)(6), 2014. Some of the rash has improved, but I am left with multiple sensitivities to chemicals and foods. The pain on my left side has improved as well.